Event description:
This complaint has been reviewed, and it has been determined that the customer has alleged visualization of particle. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The customer has alleged visualization of particle. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation, and the customer¿s complaint of particles in device and airway was confirmed. The device was applied power and operated properly. An external and internal visual inspection of the device was completed by the manufacturer. During the evaluation it was noted that the devices air inlet, pca, blower box, blower motor and bottom enclosure had dust like contamination, also the air inlet seal had yellowed. The sound abatement foam was intact and had dust-like contamination on top of it. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. In addition, the device had displayed error codes e-62 (ramp key is detected to be in a stuck position), e63 (rotary encoder knob is detected to be in a stuck position), e-65 (rotary encoder channel ¿a¿ is detected to be in a stuck position), e-66 (rotary encoder channel ¿b¿ is detected to be in a stuck position). The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown. In this report box d, g, h has been updated/corrected.